Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced their left front tooth was painful and very loose after switching to next aligner step. Patient states that their tooth is wiggly and ready to fall. Patient was advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.